Event description:
It was reported an external fluid leak was observed originating ¿at the connection between the input hose and the luer connector¿ (also reported as the connection between the male and female connectors) of a prismaflex m100 set after twenty minutes into continuous renal replacement therapy. No damage was noted to the luer connector. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.